Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was determined that there was no product malfunction. This MDR will be void.

Event description:
No additional information.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. E.1. Initial reporter state: address information was not able to be obtained, therefore, nj was used as a place holder. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during transport with bd posiflush¿ pre-filled heparin lock flush syringe the product froze. The following information was provided by the initial reporter: exposed to frozen temps while in transport with ffe.